Event description:
Return reason: balloon did not inflate. Analysis determined: investigation found a small tear below distal adhesive band of balloon; origin unknown. No mfg defects were found. Unit was used in vivo. This was not determined until analysis was completed. Corrective action taken: the corrective action is that bbnj is continuously working to improve its balloon latex to lessen balloon tears. Each balloon is 100% inspected, inflated and delfated prior to packaging and final release. Inspection processes have been updated and are continually being evaluated for improvements. Both the frequency and severity of this type of incident will be closely monitored to determined if further remedial action is necessary.